Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge because the device has no power. Perform functional test: cannot perform due to power issues. Download and review receiver log: cannot download due to power issues. Cut open case, inspect hw: fail, hw inspection reveals battery of .02v, will not charge to a higher value, replacing battery fixes problem the reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.